Manufacturer narrative:
(B)(6).  This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty procedure (pta) with stenting of a thrombotic lesion in the common iliac artery, a 6 mm 6 cm 155 saber rx pta catheter was used to post dilate an implanted smart lesion but the balloon was removed from the lesion without complete deflation.  It was also confirmed that prolapsed thrombus from the lesion being treated was scraped off by the balloon.  Therefore it was replaced with a new non cordis balloon catheter. The procedure took 7 hours. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis.  The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  A smart stent was deployed in the thrombotic lesion, and a saber pta was delivered to the lesion for a post dilatation.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
During a percutaneous transluminal angioplasty procedure (pta) with stenting of a thrombotic lesion in the common iliac artery, a 6x60mm155 saber rx pta catheter was used to post dilate an implanted smart stent at the lesion but the balloon was removed from the lesion without complete deflation. It was also confirmed that prolapsed thrombus from the lesion being treated was scraped off by the balloon. Therefore it was replaced with a new non-cordis balloon catheter. The procedure took 7 hours. The procedure finished successfully. There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A smart stent was deployed in the thrombotic lesion, and a saber pta was delivered to the lesion for a post dilatation. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. A non-sterile unit of a saber 6mm6cm 155 was received for analysis coiled inside of a plastic bag. Per visual analysis, it was noticed that apparently the saber balloon was previously inflated/deflated and it was received partially deflated. No other anomalies observed. Functional test was successfully performed on unit. The balloon was inflated to nominal/rbp (8/16 atm) within the expected inflation time and successfully deflated within the expected deflation time per the specifications. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed since to functional analysis successfully achieved on unit. A device history record (DHR) review of lot 17387955 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ was not confirmed through analysis of the device received for analysis. The exact cause of the deflation difficulty could not be determined during analysis. Embolism is a potential complication associated with the use of a pta catheter, and is listed in the IFU as such. In this case, the partially deflated balloon ¿scraped off¿ thrombus already present at the lesion and there was no reported patient injury associated with the thrombus removal. Based on the limited information available for review, procedural/handling factors and/or concomitant devices used with the balloon catheter may have contributed to the deflation difficulty experienced by the customer and the subsequent thrombus removal. According to the instructions for use, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the device. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.